Event description:
It was observed that during the device evaluation, the flex video scope exhibited a foreign body in the biopsy channel and protruding insertion tube . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: for the protruding insertion tube the cause is traced to component failure and for the foreign material in the biopsy channel the cause is traced to known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.